Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-04106. It was reported the patient's leads had migrated. As a result, the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was restored postoperatively